Manufacturer narrative:
Date sent to FDA: (B)(4) 2018

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair on (B)(6) 2012 and mesh was implanted. The patient had a mesh implanted on (B)(6) 2013 to repair an incisional hernia. It was reported that the patient experienced adhesions and that the mesh pulled away from the abdominal wall. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.